Event description:
It was reported the upper display of the epg (external pulse generator) was cracked, and the menu was not visible on the lower display. The epg was returned for repair. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event, the display lens was cracked, it could not be confirmed that the lower display was not visible. It was also noted that the lower case was broken, both bail covers were broken, the ring cover was contaminated, the battery contacts were compressed, and the keyboard was scratched. (B)(4).